Manufacturer narrative:
Device identifier#: (B)(4). The unit was received with the lock having rotational and lateral movement and a residue buildup was present. The unit needed new components added to replace worn internal parts; general maintenance and cleaning required. The device history record reviewed with no abnormalities related to the reported failure. The device passed all required inspection points with no associated mrr¿s, variances or rework. The complaint was likely caused by wear and tear / improper handling. The definite root cause could not be reliably determined.

Event description:
N/a.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported in behalf of the customer that the a1059 mayfield modified skull clamp had a loose locking mechanism. A loose locking nut was found and a new mayfield was acquired prior to placing on/around the patient. Additional information received on (B)(6) 2019 indicating that the device problem occurred on (B)(6) 2019 before surgery wherein the device was obtained for a case(unspecified), pins placed and noticed that the loose locking nut prior to applying to patient. A 5 minute delay in surgery while a new one was acquired. No harm to patient was reported.